Event description:
It was reported the lead became displaced out of the epidural space following a fall. The generator site also became painful. The patient experienced a loss of stimulation. An x-ray was performed which indicated the lead had dislodged. The patient underwent explanation of the device system. A new system was not placed as the patient required other diagnostic x-ray studies. Re-implantation is planned at a future date. The patient recovered without sequela.